Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported by the spouse that the patient experienced issues with the sensor resulting in hospitalization multiple times. During the call, the patient describes sensor issues in september 2023 resulting in the replacement of 3 sensors. The patient described a red circle with x on the tandem pump display device. The patient describes completing activities such as mowing and not hearing alerts or alarms for highs or lows. The patient described hospitalizations twice with lows. Of note, this report will capture the hospitalization that occurred in may 2023. There were no details provided about the event. At the time of the call, the patient and spouse declined to provide further details and terminated the call. Attempts to contact the reporters for more information were not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.